Event description:
After being implanted with mentor's memoryshape textured breast implants at (B)(6) and perfectly healthy prior, I began to quickly decline. I developed hypothyroidism, low progesterone with no ability to ovulate and bleeding multiple times a month, low cd4/cd8 ratios, high igm immunofixation rates, (B)(6) reactivation, chronic nausea for over a year now, h. Pylori, sibo, candida albicans overgrowth in my blood, candida krusei overgrowth in my stool, hair loss, chronic fatigue, ibs, brain fog, joint pain, food intolerances, high mercury levels, adrenal fatigue, bone marrow too thick, burning pains all over my neck and torso, psoriasis, dry skin, ringing in my ears. All of these issues came piling on as I exercised every day and ate vegetables fruits and organic grass-fed proteins, no sugar and no caffeine. I had children at (B)(6) and (B)(6) and got pregnant three times by accident because I was so fertile. All of these issue began after I was implanted by this medical device. I only had them 2 1/2 years and just had them removed 3 weeks ago. I was told none of these risks by my plastic surgeon and now these implants are known to cause a rare type of lymphoma and are banned in europe. Having two daughters, (B)(6) and (B)(6), had I been aware of this risk I never would have put these devices in my body. My right breast was pulling on a nerve and had severe scar tissue, while both were stuck to my chest wall. I know for a fact the chemicals these implants were made out of were leaching into my bloodstream making me very ill and destroying my immune system causing a multitude of issues. I am now hoping I can make a full recovery within time.